Event description:
It was reported that the device showed unexplained high ventricular pacing in stored episodes. The parameters were reprogrammed on the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The primary save to disk finding noted no anomalies were found. Concomitant products: 4064, competitor implantable pacing lead; 4035, competitor implantable pacing lead. (B)(4).